Event description:
The door for the pump has countless times been able to break off with little force from the patient. The small knobs that keep the door locked onto the frame snap off easily. This is occurring with all of the feeding pumps at this facility. The event causes a delay in nutrition therapy for the patient. The manufacturer has been notified.====================== manufacturer response for feeding pump, kangaroo joey feeding pump (per site reporter)======================these units are still under warranty and covidien has not told us anything concerning how easy the doors are being broke off.